Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. Pentax video colonoscope model ec38-i10cf2 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary: it was caused due to a physical impact applied on the objective lens. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during inspection. There was no report of patient harm. Objective lens - cracked. .